Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with her blood glucose. She recently spoke with her doctor regarding her blood glucose elevating after meals. The customer adjusted the carb ratio and didn't get enough insulin to make the difference. Last night the customer's blood glucose was 41mg/dl and insulin pump alarmed low reservoir. The customer stated she was at 20units of insulin or less. The customer's blood glucose has also gone over 300mg/dl. The customer needs assistance with programming her insulin pump because; she is not getting enough insulin. Advised the customer to monitor her blood glucose after meals and to call back if she continues having issues.